Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had an image issue and an issue with the connector. There were no reports of patient harm.

Event description:
It was reported the camera head had an image issue and an issue with the connector. There were no reports of patient harm.

Manufacturer narrative:
This supplemental is being sent as a correction due to the customer informing us the serial number (B)(6), the correct serial number is (B)(6). As only one complaint exists, we are cancelling this emdr. The prior complaint for serial # (B)(6) has already been provided/submitted to the FDA via MFR# 3002808148-2024-36386-00. Therefore, we are canceling MFR#3002808148-2024-36449-00 as an invalid submission because it is a duplicate.